Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h3, h4, h6. Corrected fields: d9. The device was returned to olympus for inspection, the reported failure "e238 (endoscope communication error)" was confirmed and the reported failure "image failure" was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint "e238 (endoscope communication error)" was cause not established. The most probable cause of the complaint "image failure" was no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had e238 occurred, could not be used, and had a poor video image quality. The issue occurred during inspection for use. There were no reports of patient involvement.